Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer passed away. The cause of death was a heart attack. The customer was wearing the insulin pump at the time of death. The customer's wife believes the customer may have been experiencing hypoglycemia at the time of the event. Nothing further was reported.